Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, she was having issues with the four sensors. Customer stated he wasted the four sensors due to a faulty serter. Each time the sensor would break inside the serter. Customer declined reviewing there insertion technique. Troubleshooting was performed. Customer's blood glucose was unknown. Customer is not returning the broken sensors for analysis.